Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance, and photographic imaging tests performed. The source of the complaint regarding pocket pain was not verified. It was verified that there was no loss of electric current into the surrounding tissue. The ipg passed all required tests. The device exhibited normal device characteristics. Device evaluation indicated that the paddle lead was pulled and cut. All wires were exposed near the paddle, and two wires were broken at one of the proximal ends. Since there was no reported complaint regarding high impedance, and the damage to the device was similar to the typical explant damage, it was not considered a failure. Device evaluation indicated that the lead extensions were cut. No other anomalies were found. The damage to the devices was similar to the typical explant damage. It was not considered a failure. Device evaluation indicated that no anomalies were found with the clik anchor. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, lot #: 15510922, description: next generation anchor kit-sterile.